Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with an unknown model aortic valve is being evaluated for a valve-in-valve procedure after an unknown implant duration due to unknown reasons.

Manufacturer narrative:
H10: additional narratives. Updated h6 per new information received. Based on the information available, a definitive root cause cannot be conclusively determined.